Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a powercross pta balloon to treat a 140mm moderately calcified plaque lesion in the distal right sfa (50% stenosis). The artery had a diameter of 5mm and was moderately tortuous. The device was prepped as per the IFU with no issues identified. The procedure used a 6 fr non-medtronic sheath and a 0.018" non-medtronic guidewire. No resistance was encountered advancing the device, the device did not pass through a previously deployed stent and no excessive force was used. It was reported that during the first inflation at 12 atm pressure, the contrast from the balloon was seen seeping out of the balloon. The balloon was deflated and removed. No tear on balloon was observed, balloon remained intact. Another powercross pta balloon was used to complete the procedure without incident. No patient injury was reported.